Event description:
Information received from the (B)(6) database.treatment of a large unruptured saccular aneurysm measuring 12mm x 9mm located on the sidewall of the right ica (internal carotid artery). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2010 involving one pipeline (4.50mm x 20mm) and presented with moderate and incomplete lower left quadrant hemianopia, headache, and dizziness 10 days later due to an intraparenchymal hemorrhage at the target aneurysm.follow-up visit on (B)(6) 2012 showed that the patient still had left quadrant hemianopia, but it has improved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).